Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified amount of time. In addition, it was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. No additional patient or event information was available. Customer declined troubleshooting with tandem technical support.